Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpress sars-cov-2/flu/rsv. Customer collected sample-1 from patient 1 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 2 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 3 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 4 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 5 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 6 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 7 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 8 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 9 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 10 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 11 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 12 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 13 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 14 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 15 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 16 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 17 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 18 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 19 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 20 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 21 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 22 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). ). The root cause was determined to be contamination and/or carryover. There is no evidence of product malfunction and there was no reported harm. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2/flu/rsv eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpress sars-cov-2/flu/rsv. Customer collected sample-1 from patient 1 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 2 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 3 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 4 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 5 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 6 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 7 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 8 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 9 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 10 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred 01-nov-2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 11 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 12 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 13 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 14 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 15 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 16 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 17 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 18 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 19 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 20 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 21 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Customer collected sample-1 from patient 22 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative (reported to the physician). Sample-1 retest-1 occurred (B)(6) 2021 and tested on labcorp, resulted in sars-cov-2 negative (reported to the physician). Review of data provided by the customer showed no evidence of product malfunction and there was no known harm to patients.